Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer stated that it is been so long, she was not able to provide information. Customer mention that he informed her doctor but was never informed to call us and report the incidents. Customer was given a glucosone shot.